Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient underwent a revision procedure due to low right atrial (ra) lead pace impedances measuring less than 300 ohms. An x-ray was performed prior to the procedure which revealed that the leads (ra and right ventricular (rv)) were likely pinched. Upon pocket opening, it was found that the ra and rv leads had sutures tied around the lead bodies as well as the suture sleeves. The physician decided to replace both leads with non-boston scientific product. The leads were explanted and expected to be returned. No adverse patient effects were reported. The patient had a normal sinus rhythm at 72 beats per minute.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. There were noticeable cuts and puncture holes likely from explant tools along with electrocautery damage seen on the insulation. In addition there was an indent around the entire circumference of the lead which indicates that likely the suture was tied directly to the lead. This is improper use of the product. Laboratory analysis was unable to confirm insulation damage through to the lumen, outside of explant related damage. The lead was found to be electrically continuous throughout testing.

Event description:
This report is being filed to provide laboratory analysis results.